Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that there was a problem with the battery eject button on the heartstart xl. There was no pt involvement.